Event description:
A malfunction was reported on the pump, but there were no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue arose again. There was no further information available due to the call ending abruptly.